Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported bending section rubber tear and curved part exposure issue could not be determined, however, the issue was likely due to excessive stress to the curved part during user handling/mishandling. The event can be detected by following the instructions for use section below: bf type p180/q180/1t180/1tq180 operation manual 3.2 inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The bending section cover was damaged. Additionally, leakage was noted at the bending section cover and the adhesive was separated. The connecting tube had a scratch. The device exhibited low angulation and angle knobs exhibited free play. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the bending section cover at the distal end of the evis exera ii bronchovideoscope was damaged and the metal was visible. The issue was found during reprocessing. There was no procedure or patient involvement.